Event description:
It was reported that the device was suspected to be undersensing in the atrium. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found. The impedance trends appear stable. Corrected data: patient date of death and removed device remains activated device code.

Event description:
Asku